Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital due to diabetes ketoacidosis and high blood glucose of 37 mmol/l on (B)(6) 2021. Customer had other blood glucose of 4.2 mmol/l, 20.7 mmol/l. Customer experienced symptoms related to high blood glucose such as vomiting. Customer was treated with the insulin pump and intravenous insulin drip. Customer alleged that the insulin pump was under delivering because the insulin pump stopped functioning due to battery not working. Customer stated that the drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Self test was performed and it was passed. The reservoir will not be returned for analysis.